Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 MDR reports submitted for the same event. Also see: 3002806535-2015-00214.

Event description:
It was reported that patient underwent hip surgery on (B)(6) 2015. Revision procedure and washout was performed on (B)(6) 2015 due to infection. No further information has been received.